Manufacturer narrative:
Corrected information: this medwatch report is being voided as it is a duplicate of medwatch report #: 2210968-2016-11458. Please see medwatch report #2210968-2016-11458 for all information regarding this event.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? Please provide a valid lot number. What is the patient¿s current status? How long after the initial procedure was the infection first noted? Was any medical or surgical intervention provided for the infection? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? Was the procedure associated with this event open or laparoscopic? If applicable in what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal). If applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants). How much time from initial hernia repair to hernia recurrence? Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? Please provide the date of reoperation. Mesh location and integrity? Was any deficiency or anomaly of the mesh? If yes, please describe it. Are there any pictures available? This medwatch report is in response to receipt of maude event report mw5063067.

Event description:
It was reported that the patient underwent a hernia repair procedure and mesh was implanted. The patient experienced infection and recurrent hernia and required a second procedure. Additional information has been requested.